Event description:
The patient's trainer reported the patient was receiving repeated e4 (occlusion) messages on her insulin infusion device. She stated the patient is new to pump therapy and was receiving an initial training. During troubleshooting, the trainer stated they have tried 3 separate infusion sites and received e4 errors each time. She said when the first cannula was removed, it looked fine, but the second and third cannulas were obviously kinked. The trainer stated she believes the e4 messages are a result of the insertion technique and possibly the length of the cannula. The patient was sent an insertion aide and courtesy samples of infusion sets with a different cannula length. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.